Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular lead. Further investigation revealed that the lead was very advanced with suspected perforation. Echocardiogram (echo) was performed but was not possible to determine the grade of perforation. While attempting to extract the lead, it was reported that it broke near the clavicle and was subsequently capped, abandoned, and replaced. No further patient complications have been reported as a result of this event.